Event description:
It was reported that a flogard infusion pump presented the f-77 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician.¿the root cause of the f-77 alarm was determined to be a loose encoder wheel.¿ to correct the condition, the encoder wheel was secured.¿ the device was serviced and restored to a good working condition.¿ if any additional information is received, a follow up MDR will be sent.